Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a house fire and the patient expired. The device has yet to be returned to the manufacturer's service center for evaluation. The device is in the possession of the (B)(6) police. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly involved in a house fire and the patient expired. Repeated attempts to have the returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.